Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use. Do not resterilize caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical attention, read directions prior to use. Practice and applicable laws and regulations. Sterile unless package is opened or damaged. Do not use if package is open or damaged." (B)(4).

Event description:
It was reported that the drainage eyes on the catheter were placed too close to the tip.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drainage eyes on the catheter are placed too close to the tip.

Manufacturer narrative:
Received 11 opened all-purpose catheters with the original packaging. The reported event was unconfirmed since the sample met specification. Per visual inspection, the exterior of the sample was examined, and the drainage eyes did not appear to be too close to the tip. The tips were not flimsy. There is no specification for tip length for this product. However, a potential root cause is the eye placement during punching. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use. Do not resterilize caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical attention, read directions prior to use. Practice and applicable laws and regulations. Sterile unless package is opened or damaged. Do not use if package is open or damaged." (B)(4).

Event description:
It was reported that the drainage eyes on the catheter were placed too close to the tip.